Manufacturer narrative:
(B)(4).evaluation summary: unique device identifier (UDI) number: (B)(4). The clip delivery system was returned for evaluation. The reported inability to raise the gripper was confirmed via returned device analysis. The investigation concluded that the reported user experience was related to user technique due to forceful retraction of the gripper lever. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the clip delivery system (cds), it was not possible to raise the grippers. If this were to recur in the anatomy, a gripper actuation issue has the potential to contribute to serious injury. It was reported that during preparation of the clip delivery system (cds), it was not possible to raise the grippers with force. This occurred on the first attempt. The device was not used in the anatomy and there was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.